Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent far field r-wave (ffrw) oversensing was noted on the right atrial (ra) lead on current electrograms (egm). It was further reported that undersensing was noted on the right ventricular (rv) lead. The ra and rv lead remain in use. No patient complications have been reported as a result of this event.